Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and was found to have thermal damage on bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause and risk could not be determined as failure analysis saw no problem with the returned product.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, the maryland bipolar forceps (mbf) instrument could not be recognized when it was installed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage. There was no arcing observed during the procedure. The patient was safe during the procedure. There was no record of the event.